Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to confirm unexpected battery out limit due to keypad unresponsive. No ramping numbers noted on the display. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 149 mg/dl. The customer stated the up arrow stuck scrolling up and up. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.